Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in superior mesenteric artery (sma) using indigo system aspiration catheters 6 (cat6). After aspirating with an indigo system aspiration catheter 8 (cat8), the hospital staff decided to use cat6 due to the vessel size. However, they found a visible kink on the cat6 upon removal from the packaging. The damage to the cat6 was found prior to use. Therefore, the cat6 was not used in the procedure. The procedure was completed using a new cat6.